Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified crease fold, deformation, and voids in the gel. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of late seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are capsular contracture, baker grade ii-iii, late seroma, and palpable nodules. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported "suspected free fluid and palpable nodules on the edge of the implant," and capsular contracture, baker grade "2-3." Device remains implanted. This represents the right side.